Event description:
Caller reported that pump display was frozen. Specific blood glucose value at time of event was unknown, but levels remained between 54-500 mg/dl, indicating no adverse impact. Customer chose to reset pump using instructions provided by technical support, resolving the issue.